Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Body fluid was present on the device, indicating it was implanted or attempted to be implanted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of device memory found the device exited ship mode on april 19, 2017. There were 87 valid lead impedance measurements in memory, starting on april 19, 2017. There were no fault or error codes stored that would have resulted in a code/warning visible to the user. Based on data in the memory, it was suspected the device was explanted (B)(6) 2017. The device was received for analysis on (B)(4) 2017. No additional information was available from the field to confirm the fault code that was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported pacing inhibition and syncope. The device passed all functional tests.

Manufacturer narrative:
A request was made for the distributor representative to provide complete details for this case, but no information has been received. This report will be updated when laboratory analysis is complete.

Event description:
Boston scientific received information that this pacemaker displayed a code. The device was explanted and was returned for analysis. No additional adverse patient effects were reported. An out-of-service form returned with the explanted device indicated pacing inhibition resulting in syncope had been observed.